Manufacturer narrative:
One actual sample and two (2) companion samples were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The direct cause of the event was determined to be manufacturing related. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an effluent sample bag leaked. This occurred during effluent collection. It was further described that the bag was leaking where the tubing goes into the bag. The bag was not fused properly causing a leak at the "medication" port. There was no patient injury or medical intervention associated with this event. No additional information is available.